Event description:
The patient reported experiencing blood glucose values of 32 to 35 mg/dl with confusion and lethargy upon waking. The patient reported having assistance to treat low blood glucose; the patient reportedly took oral carbohydrate and the low blood glucose resolved to normal. The patient confirmed that blood glucose prior to bed was in normal range. The patient confirmed that all pump settings were as desired and the patient did not want to review the pump. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(6) 2012 supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
(B)(4): the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no insulin delivery or functional defects were found with the returned pump. Daily insulin delivery totals were reviewed and correctly reflect the programmed basal rates and shows pump was delivering accurately up until the last date used by the patient. The black box for the original complaint on (B)(4) 2011 has been overwritten and is no longer available for review due to continued patient use of the pump. There are no alarms or pump conditions representing a malfunction recorded in black box or alarm history. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications.